Event description:
New information received indicated the asymptomatic patient presented remotely. Upon review of transmission, it was observed the right ventricular lead was sensing noise. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right ventricular lead was sensing noise. No known intervention was performed. The patient status was unknown.